Manufacturer narrative:
The customer did not retain product sample for eval. The device history record (DHR) for the lot was reviewed. Functional penetration and sharpness test values for the lot met spec. No abnormalities that could have contributed to a dull knife were found during the DHR review and the product was released according to manufacture acceptable criteria. The root cause cannot be determined. (B)(4).

Event description:
A nurse reported that a dull knife blade was experienced during a procedure. There was no harm or injury to the pt.